Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, dark ring and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a broken in the side posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data:d.7, h.3., h.6.

Event description:
The device has been explanted.